Event description:
Report rec'd from (B)(6) states that the gold part of the polyamide cannula broke off about two thirds the way down and fell into the eye. The surgeon extended the wound to retrieve the piece and a suture was needed to close the wound. This was done successfully and the pt's recovery was no adversely affected.

Manufacturer narrative:
The device is not available for eval. The sterilization and lot history records were reviewed and found to be acceptable.